Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling. Two weeks post-procedure the phrenic nerve paralysis was reported to be improved with mild severity, but not fully recovered.

Event description:
During a pulmonary vein isolation (pvi) procedure the patient complained of pain and moved during ablation of the right superior and middle pulmonary veins (rspv and rmpv). Energy delivery was stopped and phrenic nerve pacing showed loss of capture. The procedure was completed. At the end of the procedure, phrenic nerve paralysis remained as confirmed by pacing. The patient was discharged per standard hospital protocol.